Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# va13puc, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va13puc, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6), explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension.

Event description:
The manufacturer representative (rep) via the patient reported there was an infection at the implantable neurostimulator (ins) pocket and the head. It was stated that there was swelling and fluid drainage that occurred along with the infection, and that the total system was removed on date notified with the patient undergoing post operative infection protocol. The issue was resolved at the time of date notified with it being further noted that the product will be replaced in the future. There were no device allegations related to this event. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.